Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review regarding the reported issue. And, it was concluded that it is likely that lucas caused the lung contusion, but the lucas compressions were not likely to be the cause to the sepsis and necrotizing pulmonary infection. Regarding the comment about safety and efficacy of lucas, especially in obese patients we are not able to comment on. There are + 500 publications with lucas, from randomized controlled trials to case report and this is the first time we hear anything about the safety and efficacy in obese patients. The device was not returned to stryker for evaluation. The cause of the reported issue could not be established.

Event description:
It was reported to stryker that a 57 year-old patient with a cardiac arrest received chest compressions from a lucas device and developed fulminant sepsis secondary to lung contusions and a necrotizing pulmonary infection. The patient associated with the reported event did not survive. This was found during a literature review.

Event description:
It was reported to stryker that a 57 year-old patient with a cardiac arrest received chest compressions from a lucas device and developed fulminant sepsis secondary to lung contusions and a necrotizing pulmonary infection. The patient associated with the reported event did not survive. This was found during a literature review.

Manufacturer narrative:
The information in initial MDR 3005445717-2024-00008 was determined to be submitted in error, as the reported incident was previously reported on MDR 3005445717-2023-00037. A supplemental report will not be forthcoming.